Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance triggering a rv impedance alert. In addition, the rv lead exhibited increased capture threshold. The alert threshold was increased to a higher value. The physician is monitoring the patient closely. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined this device performed as described in the field action. Product ID: 556853 implantable pacing lead, implanted: (B)(6) 2009; product ID: 7278 implantable cardioverter defibrillator, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that the rv pacing impedance gradually increased up to 3024 ohms on 2014-(B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.